Event description:
I was inserted the essure (B)(6) when I went for the hsg test, the dr informed me that my left tube had little gap opened and I was at risk of getting pregnant. So she informed me that they need to insert another essure coil. When I got all my medical records, it indicated that the left coil went to my right side, so I had two on my right and one on my left. The one on my right migrated out of my uterus causing me a lot of pelvic pain and my period was out of whack.